Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the incident. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and was instructed to call back if the malfunction recurred. The pump did not show the same issue after being reset, allowing the customer to continue using it normally.